Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via data transmission from the implantable cardioverter defibrillator. The transmission showed the device exhibited stored episodes of non-sustained oversensing. The episodes were determined to be caused by post sensed t wave oversensing. Programming changes were recommended. No patient symptoms were noted and the patient was in stable condition.